Event description:
The locking olive of the baseplate was dislodged. The surgeon was unable to put locking olive back in place. As a result, a new baseplate had to be opened which caused a 10 minute surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.